Event description:
During a right shoulder arthroscopic decompression, the surgeon visualized a foreign object in the patient's shoulder on the monitor. The patient had a down sloping acromion with a thick bursitis. The probe was removed and inspected. A small piece of plastic was noted to be missing. The probe was removed from the sterile field and a new probe was handed off. The surgeon retrieved two small pieces of plastic from the patient's right shoulder. The pieces were placed on the defective probe. There appeared to be a small piece still missing. The case began in the morning and the incident occurred about 20 minutes after the start of the case.====================== health professional's impression======================break in the equipment.